Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-feb-2023. H6: investigation summary it was reported that the needles were clogged. To aid in the investigation, one sample was provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. It did not expel the solution due to clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot number 2018058. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported is confirmed. H3 other text : see h10

Event description:
It was reported that the bd safetyglide¿ needle was blocked during the intramuscular injection. The following information was provided by the initial reporter: "when attempting intramuscular injection to the left deltoid, increased pressure was encountered and the injection attempt had to be abandoned, despite troubleshooting needle positioning, hub connection, etc. The patient had to receive a second intramuscular puncture with a new needle to a different site. Later troubleshooting with a new syringe (water filled) and the original needle (safety engaged, over appropriate receptacle) revealed the same initial elevation in pressure that was able to be overcome with considerable force. Another attempt with air filled syringe revealed increased pressure, though able to expel the air."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was blocked during the intramuscular injection. The following information was provided by the initial reporter: "when attempting intramuscular injection to the left deltoid, increased pressure was encountered and the injection attempt had to be abandoned, despite troubleshooting needle positioning, hub connection, etc. The patient had to receive a second intramuscular puncture with a new needle to a different site. Later troubleshooting with a new syringe (water filled) and the original needle (safety engaged, over appropriate receptacle) revealed the same initial elevation in pressure that was able to be overcome with considerable force. Another attempt with air filled syringe revealed increased pressure, though able to expel the air.".